Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Initial reporter facility name: sullivan nicolaides pathology - taringa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the non-patient end needle detached from a bd vacutainer® safety-lok¿ blood collection set while in use, and remained in the blood collection tube being used. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the non-patient end needle separating from hub with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, no issues were observed as all retains met test specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for the non-patient end needle separating from hub with the incident lot was observed. Additionally, evaluation & testing of the retain samples was conducted and no issues were observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA (B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.